Manufacturer narrative:
Additional information was provided in d9. The device has been received for evaluation, and the investigation is underway. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 61-year-old male with a history of acute stemi complicated by cardiac arrest and biventricular cardiogenic shock underwent pci of the right coronary artery at an outside facility. Due to ongoing hemodynamic instability, he was transferred to a higher level of care. Upon arrival, a multidisciplinary heart team elected to implant impella rp flex for right-sided mechanical circulatory support and impella cp for left-sided mechanical circulatory support, establishing bipella support. The patient was transported to the intensive care unit hemodynamically stable on bipella support, inotropic agents, and vasopressors. The patient demonstrated clinical improvement with successful weaning of inotropes and vasopressors. The impella cp was subsequently weaned and explanted without reported difficulty. On day 3 of impella rp flex support, the device¿s pulmonary artery (pa) pressure sensor displayed: markedly elevated pulmonary artery pressures, pump flow reading of 0.0 l/min, suggestive of abnormal sensor output rather than loss of mechanical support, as motor function changes were not described. The patient remained clinically stable throughout this period. On the following day, the impella rp flex was weaned and successfully removed. The patient tolerated device removal without complication and remained hemodynamically stable after explant.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.